Event description:
The complainant reported a patient with heart failure/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the impella implant, the doctor tried to use the pulmonary artery sheath to no avail. The doctor noticed that the dilator lock (transparent semicircle) was attached to the pulmonary artery sheath. The staff broke the transparent disc with pliers and removed it once it was fixed in the indwelling sheath. The impella was left in the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D4: model number g2: foreign: yes.